Event description:
A bird-nest filter was placed in the patient sometime in 2001 or 2002. On the system there are images back to 2002, where initially we can see the filter losing normal configuration, then it breaks and a fragment is seen in the left renal vein, then the intra hepatic ivc and then in the rv and pa. In 2009, a retrieval attempt was completed and the patient is doing quite well.

Manufacturer narrative:
Lot # unk as info not provided by the reporter. Expiration date unk as lot, and cat #s info not provided by reporter.) The appropriate design validation and verification activities have been performed. The device is shipped with an information for use booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Additional information has been requested regarding the retrieval attempt in 2009. At this time the information has not been provided. It is difficult to determine why the device separated and migrated. It is possible that the device was damaged because of trauma the patient experienced, incorrect placement, or unforeseen patient anatomical/physiological factors. Regardless, we will notify the appropriate personnel of the event.